Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified unknown lesion. A balance middleweight guide wire was being removed when the physician noted there was a wire separation which left a segment in the patient. The patient was transferred to surgery for a bypass procedure where the separation portion of the guide wire was removed during the procedure. At last report the patient was in critical condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not being returned for evaluation. A follow up report will be submitted with all additional relevant information.